Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of perforation is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with heavy calcification. A diamondback 360 coronary orbital atherectomy device (oad) was used without issue. A xience stent was deployed and during deployment of a second xience stent, a perforation of the vessel was observed, likely due to calcium which was trapped behind the first stent. The perforation was treated with balloon tamponade and a non-abbott covered stent was placed. There were no adverse patient sequela. No additional information was provided.